Manufacturer narrative:
The customer reported to resmed that the ventilation stop and safety reset events were recorded in the device logs. Resmed has requested for the device to be returned so that an engineering investigation could be performed. The customer informed resmed that the device was serviced and was operational, therefore, the device will not be returning for investigation. No device was returned for investigation, therefore resmed is unable to confirm the alleged malfunction. Based on the information available, resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilating and performed a safety reset. There was no patient injury reported as a result of this incident.